Event description:
It was reported that the doctor was performing a lap gastric bypass and the max button on the device wasn't working. The doctor continued to use the instrument and completed the case with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.